Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with elevated blood glucose confirmed by fingerstick near 259 mg/dl, with concurrent sensor readings up to 292 mg/dl on a cgm used with the ilet, no device alerts or alarms were received, the infusion set appeared intact, a new infusion site and later a new sensor were placed, and the medical device problem was recorded as insufficient information. Symptoms included hyperglycemia. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.